Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial unknown joint replacement of an unknown side. Subsequently, it was reported that the patient experienced pain and that the implant was crushed. As a result, the patient underwent a revision of an unknown joint replacement approximately 9 years after initial implantation. No further patient impact reported. No further information available.